Event description:
It was reported that the (ics) infinity central station rebooted. When the (ics) reboots there is no patient monitoring at the central. In addition, it was reported that the associated bedside monitor (m300) did not monitor a patient during the ics reboot. A loss of monitoring at the central and bedside may delay patient treatment and care and has the potential for an adverse event to occur.

Manufacturer narrative:
Several attempts were made by draeger to obtain additional facts regarding details of the reported issue, but only partial information was provided for this investigation. Without further information the root cause of the reboot failure cannot be determined. If more information should become available, a child record associated with this complaint will be opened for proper documentation.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the (ics) infinity central station rebooted. When the (ics) reboots there is no patient monitoring at the central. In addition, it was reported that the associated bedside monitor (m300) did not monitor a patient during the ics reboot. A loss of monitoring at the central and bedside may delay patient treatment and care and has the potential for an adverse event to occur.